Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify e15 alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
The customer¿s mother reported via phone call that the insulin pump had an external flash crc error alarm. The customer's blood glucose value was 135 mg/dl at the time of the incident. The customer stated they were able to clear the alarm and were able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.